Event description:
It was reported that post op a signal site sleeve gastrectomy procedure, the device with a green reload fired properly during the procedure however the patient was brought back to surgery for a post op leak on may 21, 2010. It is unknown how the leak was determined. Suture was used to repair the leak. The patient is fine now. The device was discarded. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.